Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the home choice (hc) during prime. The hp stated, she could see the supply line was not spiked all the way into the supply bag and she could not get the spike to go into the supply bag because, she was too weak. The baxter technical service representative (tsr) assisted the hp to use the extra line that is the final line and connect another bag to the final line. The tsr further assisted the hp to close the clamp off on the supply line to resume the prime cycle. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error; the patient noticed that the solution bag was not completely spiked. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone and the patient was able to resume therapy with the actual product sample; therefore, no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.